Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 4 of 4 MDR's filed for the same event (reference 1825034-2014-09259, 09260, 1825034-2015-03987 and 03988).

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2005. Subsequently, patient was revised on (B)(6) 2014 due to patient allegations of pain, metallosis and elevated metal ion levels. It was further reported that black staining, cystic lesion, fluid, and pseudotumor were allegedly noted during the revision procedure. The patient's operative report noted soft tissue and bony destruction from metal debris and metallosis. Additional information received in operative report noted scarred abuctor tissue mass and that the head could not be disengaged from the well fixed stem. Because of this, a trochanteric osteotomy had to be performed to revove the stem. Zimmer biomet revision components were utilized along with a cable and plate to complete the procedure.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. No device or photos were received for evaluation; therefore the condition of the device is unknown. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 1825034-2014-09259, 09260, 1825034-2015-03987, 03988.

Manufacturer narrative:
This follow-up report is being filled to relay corrected and additional information. . Information contained within this report has no effect on previous investigation conclusion. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised approximately nine years post-implantation due to pain, metallosis and elevated metal ion levels. It was further reported that black staining, cystic lesion, fluid, and pseudotumor were allegedly noted during the revision procedure. The patient¿s operative report noted soft tissue and bony destruction from metal debris and metallosis. Additional information received in operative report noted scarred abuctor tissue mass and that the head could not be disengaged from the well fixed stem. Because of this, a trochanteric osteotomy had to be performed to remove the stem. Zimmer biomet revision components were utilized along with a cable and plate to complete the procedure.